Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 2.4, lab: 1.8. Tests were done about 1 1/2 hours apart. Caller reports that the pt self tester's hand shakes, so it's hard to get the blood directly on the green light.